Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at quick release event on 11-jun-2024. The blood glucose level was over 239 mg/dl and was managed by pump bolus. No further information available

Manufacturer narrative:
(B)(6).. Patient country; united states.